Manufacturer narrative:
A customer technical support (cts) had the customer check the di water canister, wash concentrate canister and wash solution canister and all 3 were full. The wash concentrate bottle was wet, spilled onto the hydro tray and also spilled onto the floor. The cts advised that the customer adjust the low pressure regulator, and restart the hydro bottles and containers. No additional leaking was observed. Bci service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that the hydro in unicel dxc 800 pro synchron clinical system is flooding. Customer also heard bubbling or gurgling sound coming from the hydro. The instrument is also getting air pressure message; low pressure is low. Customer pulled the hydro drawer out and found that the wash concentrate bottle was overflowing. The wash concentrate bottle was full. No injury was reported on this issue.